Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that occlusion alarms occurred. Customer changed the pump supplies to resolve the issue. Customer¿s blood glucose level was 200 mg/dl.